Manufacturer narrative:
Review of lot 15612855 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product device is processed for being returned thus additional information will be submitted within 30 days of receipt.

Event description:
During the preparation for the embolization of tumor in the external carotid artery, when physician soaked an envoy (556-258-90/15612855, complaint product) in saline, something like a film of the oil was floating on the saline. Therefore physician stopped the use of the envoy and a new product (556-258-90, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The complaint product was new and stored per labeling instruction. The complaint product is going to be returned for evaluation. It was unknown if the envoy was wiped down with a gauze prior to placing in the bowl. It was also unknown it other solutions were used during the procedure. The saline that was used during the procedure was of standard source. There were no oil particles seen floating in the saline prior to soaking catheter into it. There was no damage noted on the catheter or package prior to use or after soaking. After removal of the catheter from the package, it was not placed in such area where it might have got exposed with oil particles or similar liquid.

Manufacturer narrative:
During the preparation for the embolization of tumor in the external carotid artery, when the envoy (556-258-90/15612855 was soaked in saline, something like a film of oil was floating on the saline. Therefore, usage of the envoy was stopped and a new product envoy (556-258-90, lot unknown) was used instead. Afterwards, the procedure was successfully completed without any further issues. The complaint product was not clinically used in the patient. The product was new and stored per labeling instruction. It was unknown if the envoy was wiped down with a gauze prior to placing in the bowl. It was also unknown if other solutions or chemo agents were used during the procedure. The saline that was used during the procedure was of standard source. There were no oil particles seen floating in the saline prior to soaking catheter into it. There was no damage noted on the catheter or package prior to use or after soaking. After removal of the catheter from the package, it was not placed in such area where it might have got exposed with oil particles or similar liquid. One non sterile 5f .056 cordis envoy guiding catheter was received coiled inside of a plastic bag for analysis. No visual abnormalities were observed in the outer coating of the catheter of the returned unit. The returned envoy guiding catheter was flushed according to procedure and no anomalies were observed; no residuals or foreign material were observed coming from inside catheter lumen during flushing test. The returned unit was cross sectioned and the whole lumen was inspected using 10x microscopy; no anomalies were found during the analysis. Analysis of the returned device found no evidence of foreign material on or within the inner lumen of the catheter. During the analysis no visual abnormalities were observed in the outer coating of the catheter or the inner lumen of the returned unit that could have contributed to the reported event. During guiding catheter assembly process per procedure 100% of the devices are flushed and undergo catheter cleaning after coating process to prevent any foreign materials from being on or in the guiding catheter. Based on the analysis no conclusion can be made regarding the reported event. It is possible that procedural factors may have impacted the event; however, no conclusion can be made based on the available information. With review of the analysis and the device history records there is no indication of any relationship to the manufacturing process. Therefore no actions will be taken at this time.